Event description:
The customer reported via phone call that they had a high blood glucose of 490 mg/dl at the time of the incident. Customer's current blood glucose is 382 mg/dl. Customer woke up in sweat 4 days ago and had diarrhea, lethargy, and a runny nose. Customer reported that the insulin was stored at room temperature. Customer reported that the insulin exited at the quick release. Customer declined to check for possible site or insulin issues. Customer also declined to continue troubleshooting at this point. Customer stated there was an air bubble at the very edge of the tubing connector section. Customer was advised to deliver 5 units fixed prime into the air until the bubbles are no longer visible. Customer stated that it seems more like a kink or bend in the tubing rather than an air bubble. Customer stated that their high blood glucose must have been due to the flu they are currently experiencing. Customer will monitor the issue and call back if further assistance is needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.